Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified signs of usage and what appears to be small bone fragments present outside on the implant body. No. Significant damage was identified. The implant system was located at dental position #13 and was implanted for approximately 3 months 25 days. The patient was also reported to have moderate density (type ii) bone. The customer did not provided images or x-rays for the reported complaint. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the patient's implant was removed due to pain.. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported that the patient's implant was removed due to pain.